Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 11500a inspiris valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an implant duration of 4 years, 4 months due to severe stenosis and mild regurgitation. The patient presented with heart failure due to valvular disease and fatigue. The tpvr was performed with a 23mm 9600tfx transcatheter valve. The patient was in stable condition post procedure.

Event description:
It was reported that a patient with a 21mm 11500a valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an implant duration of 4 years, 4 months due to severe stenosis and mild regurgitation. The patient presented with heart failure due to valvular disease. The tpvr was successfully performed with a 23mm 9600tfx valve. The patient was transported to pacu in stable condition and discharged on pod #1. Per medical records, pre-op echo, showed severe ps (mg 57mmhg) and moderate to severe regurgitation.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, g2, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions). Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including patient age at time of implant. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrected data: a4.